Event description:
Complaint received on 11/2/2005. Customer reports prior to use that the "product pulled out of connector at the 1 y side." No reported patient injury or medical intervention. No additional information available.

Manufacturer narrative:
A request for the return of the device has been made. If it is returned and evaluated, a follow-up report will be submitted. Trending conducted for this lot number, ur246132, revealed this to be an isolated incident for this product code. Baxter will continue to monitor similar reports for possible trends.